Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer attempted to resolve the issue with a cartridge change, however, occlusions continued and they reverted to an alternate method of insulin therapy.